Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hcp via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient's ins reached eri (elective replacement indicator) at 17 months. It was replaced by an abbott battery. The patient was not satisfied with the longevity of the battery. No patient symptoms or further complications were reported as a result of this event. Settings at explant: l stn 2- 3+ , 3.6v, 60us, 185 hz - 780 ohms 4.545 ma r stn 8+, 9-, 10+ 5.6v, 60us,185hz - 647ohms , 8.578 ma.

Manufacturer narrative:
Analysis of the ins revealed that the output and telemetry were acceptable; however, the battery was near normal battery depletion. There was good stable output on all electrode pairs. No issues when pressing on the can. Device had reached eri. If information is provided in the future, a supplemental report will be issued.